Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3057, if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient that was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient was not feeling stimulation and alleged that the device was not working when trying to increase stimulation. Troubleshooting included resetting the device and it still showed the ¿cannot provide your desired settings, call your clinician¿ and ¿press button on external device¿. The patient was advised to contact their clinician. On a second call the patient¿s daughter reported that they thought the lead wire may have moved because the patient hadn't felt stimulation since the procedure the day before, even after turning stimulation up to 7.5. The patient¿s daughter stated that they would call the healthcare provider. It was noted that the trial began on (B)(6) 2018. No further complications were reported.